Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system was exhibiting additional beats observed on the right ventricular (rv) channel. When the rv lead sensitivity programming was adjusted, it then sensed right atrial (ra) pacing as well. Also, refractory, and blanking period programming changes did not help. It was noted that both ra and rv leads seemed to be causing pacing in the atrium. The ra and rv leads also exhibited high threshold, low sensing, and loss of capture. The pacemaker device was programmed to an atrial-only pacing mode and it was indicated that an x-ray would be performed, and cardiology notified. The patient was noted to have symptoms due to a low heart rate caused by the loss of capture. The specific symptoms were not provided. Subsequently, the pacemaker device was found to have migrated resulting in dislodgment of both the ra and rv leads. The ra lead was noted to be hanging straight down in the atrium and the rv lead had been pulled all the way up into the atrium. In response, a pocket revision was performed to reposition the pacemaker device and the ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.